Manufacturer narrative:
An event regarding instability involving a triathlon insert component was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported triathlon cr system was revised to a ts knee system to address instability in the soft tissues in the knee joint that developed approximately 10 years post implantation. Further investigation is not possible due to the limited information that was provided. Further information such as explant evaluation, pre- and post-operative x-rays and complete operative reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with unstable cr knee. Doctor revised to triathlon ts system and sticker provided. As per sales rep via phone on 4/6/2016: the patients' anatomy/ligaments were unstable. There were no loose devices.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #(B)(4); cat# 5510-f-602; lot# l6ahl; triathlon cr fem comp #(B)(4); cat# 5520-b-600; lot# saakn; triathlon asym patella a32x10; cat# 5551-l-320; lot# lx217; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and not returned to the manufacturer. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with unstable cr knee. Doctor revised to triathlon ts system and sticker provided. As per sales rep via phone on (B)(6) 2016: the patients' anatomy/ligaments were unstable. There were no loose devices.